Event description:
The customer reported the system is displaying a communication failure message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and backplane. System operates as intended. This MDR is related to ge healthcare (B) (4).